Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.